Event description:
A hemodialysis unit has reported the following incident: a nurse reported an event of a suspected dialyzer reaction. Reportedly, this incident occurred at less than 15 minutes into the dialysis treatment. The symptoms reported were an acute onset of chest pressure, shortness of breath, wheezing, dyspnea and tightness/heaviness in her chest. The symptoms resolved quickly after the treatment was stopped. The nurse reported that the blood was not returned. Facility did obtain labs from the catheter prior to a normal saline flush. The pt was admitted to the hosp for eval. While in, it was learned that the pt received a treatment in the hosp on same dialyzer with diphenhydramine given pre-treatment without any problem. They may try another brand as md thinks the event is a dialyzer reaction. It has been learned that the pt has been ordered and is now receiving dialysis with a different brand of dialyzer and is able to tolerate dialysis without further incident. There are companion samples available for an eval.